Event description:
A technician reported that a surgeon is seeing glistenings on an intraocular lens (iol) implanted approximately 18 months ago. There are no visual complaints from the patient at this time.

Manufacturer narrative:
Evaluation summary: complaint history and product history records could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The device remains implanted. Attempts have been made to obtain additional information by phone, fax, and mail. A completed questionnaire was not received. (B)(4).